Event description:
A social media post was reviewed that described a scenario of a left lower lobe nodule biopsy that was performed with "0.6mm cuts" and ¿by a good physician with experience using the ion [system].¿ the post stated that the biopsy results were ¿non-diagnostic¿ and the procedure ¿was complicated by a large pneumothorax requiring a chest tube and overnight stay¿ at the hospital. The post indicated that ¿the inability to fix CT to body divergence that is inherent in shape sensing (and emn) is one of the flaws of the first-generation robotics.¿ multiple email attempts to contact the posting physician for additional information were not successful.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A system log review was not performed as the console physician, system name/serial number, and facility name were not provided.